Manufacturer narrative:
Implant date: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Explant date: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Device evaluated by MFR: the device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) would not advance and the haptic was fully detached. There was no patient contact and the event was observed during handling prior to insertion. No further information was available.

Manufacturer narrative:
Additional information: additional information received with the product return revealed that the eye affected is right eye. The physician's name was also provided. The following sections have been updated accordingly: section e1: reporter name: dr. (B)(6) section e2: health professional: yes section e3: occupation: (B)(6) section d9: device available for evaluation: yes section d9: returned to manufacturer on: mar 23, 2022 section h3: device evaluated by manufacturer: yes device evaluation: the complaint lens was received in a bag. No handpiece was received as part of this return. Visual inspection under magnification revealed that the lens was received with a detached haptic. The lens was cleaned and no further issues were identified. No handpiece was received as part of this return therefore, no product evaluation could be performed on the lens. Conclusion: the complaint issue of fully detached haptic was identified during product evaluation, but the device advancement issue was not identified; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.